Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Anterior chamfer cut was slightly off and the surgeon is requesting a dispatch. She said that has happened before and it turned out to be a loose cable. They did not use the planar probe but looked at it with the trail and it wasn't off by a lot. They are not double passing or doing anything different and there was no yellow on screen. Checkpoints passed before and after the cut. Observation- camera dirty and right side auto arm needed kin cal. Action taken- performed inspection and found that camera is dirty, cleaned camera, also found that auto arm right side was not calibrated, so did kin cal, completed full pm on robot. The system passed all validation testing to specifications and is ready for clinical use.

Event description:
Anterior chamfer cut was slightly off and the surgeon is requesting a dispatch. She said that has happened before and it turned out to be a loose cable. They did not use the planar probe but looked at it with the trail and it wasn't off by a lot. They are not double passing or doing anything different and there was no yellow on screen. Checkpoints passed before and after the cut. Observation- camera dirty and right side auto arm needed kin cal. Action taken- performed inspection and found that camera is dirty, cleaned camera, also found that auto arm right side was not calibrated, so did kin cal, completed full pm on robot. The system passed all validation testing to specifications and is ready for clinical use.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No work performed: observation- camera dirty and right-side auto arm needed kin kal action taken- performed inspection and found that camera is dirty, cleaned camera, also found that auto arm right side was not calibrated, so did kin kal, completed full pm on robot work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the device was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by a calibration issue as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. An additional failure related to a dirty camera was also noted. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.